Manufacturer narrative:
Method and results: device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: insufficient medical records were available for review. Device history: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: there is no examination of the explanted components, no primary left total hip arthroplasty operative report or list of implanted components, no histopathology or description of metallosis at revision surgery, and no mars MRI tests documented of serial serum cobalt and chromium levels are available. One moderately elevated cobalt with normal chromium levels in a patient with bilateral total hip arthroplasties is not diagnostic of altr or pseudotumor. There are no MRI reports demonstrating increased lesion size or invasiveness with time consistent with tumor. Pseudotumor was only suggested in a differential diagnosis on the four MRI reports over a two year period with no mention of any increasing lesion, and on (B)(6) 2013 was described as "slightly smaller". Based upon the information available for review there is no evidence this patient's clinical problems with the right total hip arthroplasty were the result of factors of faulty component design, manufacturing or materials. If the devices and additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent primary surgery on the right hip on (B)(6) 2005. It is alleged the patient sustained injuries as a result of the implanted devices. Update: an MRI report of the pelvis notes, "artifact degrading assessment bilateral total hip arthroplasties. Grossly stable iliac fossa mass or mass-like collection or hematoma vs. Pseudotumor or fibromatosis. On (B)(6) 2014 a revision of the right total hip arthroplasty was performed for a diagnosis of failed right total hip arthroplasty with severe taper corrosion and secondary soft tissue reaction."